Event description:
It was reported that patient needed revision surgery due to infection.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results.(B)(4).